Manufacturer narrative:
The field service representative (fsr) verified that the power supply two (ps2) had failed with zero output voltage. He replaced the power supply. The unit operated to the manufacturer's specifications. The suspect part will be sent back to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the heart lung machine (hlm) displayed a 'battery cannot be charged, full backup may not be available' and a 'ps2 status signal failed' message. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. Per data log analysis, the power manager log shows a 'supply voltage failure' for ps2 on 17-feb-2021. This will cause the reported message 'battery cannot be charged - full backup may not be available'. The message was not seen or reported by the user until 22-feb-2021. The log confirms the complaint. During laboratory analysis, the product surveillance technician (pst) used a voltmeter to measure the direct current (dc) output voltage of the power supply under test. He observed the reading to be 0.5235 volts direct current (vdc), specification is 24.5 vdc +/- 5% determining that the power supply was defective. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.